Event description:
It was reported that the packaging of this sterile product has an irregularity; seal is partially peeled up. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the bur was received for evaluation. An examination of his packaging found a weak seal at the vendor, which does not meet our packaging specification. Further investigation found a breech in sterility of this product.